Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. H3,6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a patient who presented with slow epithelial healing in the right eye four days post photo refractive keratectomy (prk). The patient has a bandage contact lens and will f/u at a later date. Additional info has been requested.